Manufacturer narrative:
The device was not returned to olympus for inspection. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the aspiration needle failed to deploy when attempting to obtain the tissue sample collected during the endobronchial ultrasound after the procedure had been completed. There were no reports of patient harm, as the issue occurred post-procedure.